Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, thephysician fired the device and it produced unformed staples. Physician had to retrieve the unformed staples. There was no reported patient consequence.